Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). The mitraclip was ready to be deployed. During the deployment sequence, the physician was holding one end of the gripper line when he pulled the other end of the gripper line to remove it. He inadvertently forgot to release his hold from the other end of the line, but when he realized this, the gripper line had already separated as both lines came out of the clip delivery system (cds). The entire gripper line came out of the cds and the mitraclip was successfully deployed. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. It should be noted that the device instructions for use states to grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. The reported gripper line break appears to be a result of user error (the physician holding one end of the gripper line when he pulled the other end of the gripper line to remove it and inadvertently forgot to release his hold from the other end of the line, but when he realized this, the gripper line had already separated as both lines came out of the cds). There is no indication of a product quality issue with respect to manufacture, design or labeling.